Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). One example was given of a test performed on a person who does not take coagulation medication. The result was 3.8 inr.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
Test strips of lots 56561111 and 62215316 were returned. The returned test strips were measured with the returned meter with a high-level control sample: strip lot 56561111: target range: 2.4-3.0 inr. Test 1: 2.7 inr. Test 2: 2.7 inr.. Test 3: 2.7 inr. Strip lot 62215316: target range: 2.5-3.1 inr. Test 1: 2.8 inr. Test 2: 2.8 inr. Test 3: 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification.